Event description:
Patient reported obtaining back-to-back blood glucose results of 516 mg/dl, 241 mg/dl, 200 mg/dl, and 188 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these values. No pt injury was reported and no treatment was rec'd. Quality control testing was performed on the suspect product and the level-one test was outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.